Manufacturer narrative:
The device was returned to olympus repair center and is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During installation of the device, the followings occurred. After white balance function of the device worked for few seconds, the light from the device turned from white to red. Lamp intensity error (e107) then occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The error e107 occurs when the light amount is small. The light emitted from the device was reddish because the light quantity of green beam and blue beam was small. This was likely to cause the small amount of light and result in the error. There is possibility that the defect of led unit was caused by the defective cables which connect led unit and electronic control board. If additional information becomes available, this report will be supplemented.